Event description:
The graft was implanted in a heparinized pt for an aorto-bifemoral bypass graft. The dr elected to use the graft without first preclotting, which is contrary to the instructions for use. After declamping the graft, the ensuing bleeding through the graft's walls was uncontrollable. The graft was reclamped. Explanted and subsequently replaced with a hemashield graft which was blood-tight. The dr reported the blood loss through the unsealed, unpreclotted graft as "massive." The pt received multiple transfusions, but was not expected to survive. Note: the dr states that he and his associates regularly do not preclot unsealed woven double velur grafts and that this is the first time he encountered a bleeding problem such as this. Therefore, the MFR believes, based upon the dr's statements, as indicated, that this event was caused by user misuse and is not device-related.